Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump was damaged and blank display. The customer¿s blood glucose level was 188 mg/dl at time of incident. Customer states that damage to the reservoir area and telling reservoir was low. Customer was calling back for blank display after receiving new battery cap. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed all functional tests including displacement, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected ¿low battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. The s/n label located between the belt clip rails is missing. The middle (enter) keypad button is cracked. Did not see any cracks or chips in the battery threads as the customer claimed.